Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system was recently implanted with a left ventricular assist device (lvad) system, and electrogram (egm) review was requested due to the appearance of random pacing spikes on telemetry. Upon review of the presenting egm, rv pacing was observed at the fallback lower rate limit (lrl) 70 beats per minute (bpm), however the left ventricular (lv) and shock channels showed r-waves without sensing markers. Review of a stored atrial tachy response (atr) episode revealed similar rv undersensing. Additionally, rv pace impedance measurements had dropped slightly from 400 ohms to 300 ohms since lvad implant. Multiple pacemaker mediated tachycardia (pmt) episodes were stored on the device, however the rhythm appeared atrially or sinus driven. Technical services (ts) reviewed that the rv lead did not appear to be fractured, however current rv sensing concerns may require further rv lead evaluation. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.